Event description:
The patient reported their blood glucose level rose to 252 mg/dl (14 mmol/l) while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site on their abdomen, the pod's cannula was found bent. The patient also mentioned when they removed the pod, they noticed bleeding at the insertion site and leaking. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.